Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an uromatic y type tur/cont bladder irr set leaked from an unspecified location. Fluid from the newly inserted bag was leaking into the clamped one despite the empty bag being correctly clamped. This was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to a1, b5, b6, b7, h4, h6, and h11: b5: this was observed during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available. H4: the lot was manufactured in march 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.